Event description:
Related manufacturer reference number: 2017865-2022-14106. It was reported that the patient presented in clinic for follow up after feeling short of breath. Upon device interrogation, the pacemaker was found to be on elective replacement indicator(eri) status and the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. The device was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
Device was returned without a specific complaint. Device image analysis indicated average current trends were normal and voltage was at elective replacement indicator (eri) level. Further analysis did not find any anomaly. Longevity assessment was performed and device had exceeded the projected longevity.